Event description:
Customer reported receiving a button error alarm multiple times and stated that they had an issue with the buttons being unresponsive. Customer's blood glucose reading at the time of the call was 185 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.